Manufacturer narrative:
This report is submitted on april 04, 2018, (B)(4).

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017 in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. During the procedure a flap coverage was performed due to chronic skin breakdown and inflammation.